Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection with naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and the bag was slowly leaking from the lower left section. Microscopic examination revealed a small puncture. The reported condition was verified. The cause of the puncture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag was leaking. The process step when this occurred was not specified. There was no patient involvement. No additional information is available.